Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
During an angiographic procedure, it was reported the soft-vu angiographic catheter fractured inside of the patient. The treating physician successfully retrieved the fracture piece. The patient suffered no adverse effect due to this event. The reported defective disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a soft vu catheter. A visual review of the catheter noted that the tip, returned was catheter tip completely detached. A review of the complaint sample indicated a fracture of the soft tip with no evidence of material stretching at the site of the failure. The catheter was inspected for visual indications of damage that could have led to compromised integrity. None were apparent. The customer's reported complaint description of the "the catheter broke" is confirmed. The root cause was determined to be attributed to tip embrittlement associated with a CAPA to address material change for this product. A material change to address the robustness of the catheter tip was implemented on 11-aug-2017. The complaint sample sub-assembly (lots 5068593 & 5078602) was manufactured before the implementation of this material change. The complaint sample sub-assembly (lots 5282486 & 5284063) was manufactured after the implementation of this material change. The instructions for use, which is supplied to the end user with states; "never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Do not attempt to hand straighten the tip of any curved tipped catheters which are furnished with a tip straightener. This may result in damage to the product. Tip straighteners are furnished on all catheters intended to be straightened with the aid of a tip straightener. Always use a guidewire to remove the catheter from the vasculature. Failure to do so may result in damage to the vessel, puncture site, product, or all three. The maximum pressure limit of catheters intended for flush angiography is stated on the catheter package. When using a pressure injector, do not exceed the stated maximum pressure. Catheters intended for selective angiography do not have a maximum pressure limit stated on the catheter package. Typical flow rates of up to 10cc per second are stated with pressure generated to achieve these typical flow rates. Never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Angiodynamics angiographic catheters are designed for use with specific guidewire diameters. The recommended maximum guidewire diameter is specified on the catheter label". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).